Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied and liquid was observed to be escaping from a pinhole leak which was situated at the distal end of the proximal marker band. A visual examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. Microscopic and visual analysis showed no damage to the tip; the blades were intact and fully bonded to the balloon surface. No kinks or damage were observed along the shaft of the device. No other issues were identified during the device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.